Event description:
Rod couldn't be placed - doctor wanted to align the tulips, the inner (golden piece) was rotated in the tulip, therefore rod couldn¿t be placed. Complainant believes the material has been used correctly. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation determined the rod couldn¿t be placed as the inner part was rotated. A device history review of the manufacturing documents revealed that this article was manufactured according to the specifications. In addition the visual inspection has shown that the conical elements had been pulled out of their original position. Screws may suffer from the described damage when handled in certain manners, it is vital to avoid pushing forward the holding sleeve while inserting/advancing the screw into the vertebrae. The same applies when orienting the holding sleeve. This article was manufactured according to specification this complaint is determined to be invalid.